Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called and reported the insulin pump alarmed to indicate that the force sensor system was compromised. The customer stated he was trying to prime, but the back of the pump came out and he put crazy glue on it. Customer's blood glucose was 140 mg/dl. Customer became stuck in prime/rewind loop with alarm. The displacement test was performed and failed. It was advised that the customer revert to a back-up plan. Customer was further advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump alarmed compromised force sensor system during basic occlusion test due to protruded loose drive support disk. Unable to verify motion sensor test failure alarm due to compromised force sensor system alarm. The insulin pump received with minor scratched display window and cracked reservoir tube lip. The insulin pump had glue on the end cap sticker.